Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing fatigue and palpitations at the implant site. An x-ray was performed and revealed no anomalies. The pocket stimulation could be reproduced when the device configuration was changed. The device was reprogrammed and the patient was ok; no further instances were noted.